Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The (was) was positioned in the laa and the closure device was deployed. The closure device did not meet release criteria and needed to be fully recaptured. The device was successfully recaptured and removed from the patient. While repositioning the was in the laa it was noted that there was a pericardial effusion. The physician performed a pericardiocentesis and the patient was intubated. The patient was hypotensive. The procedure was cancelled following these events. The patient recovered well and was stable. A procedure was not rescheduled at this time and the patient has been discharged home.